Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant the physician complained that when the purple stylet packaged with the right ventricular lead was left straight and was completely advanced into the lead, the lead was not completely straightened. There was still a curve at the distal end of the lead. The lead was implanted without complications. No patient complications have been reported as a result of this event.